Manufacturer narrative:
H6 correction: investigation findings code 3221 removed. H6 correction: investigation conclusions code 4315 removed.

Event description:
User facility medwatch report received that states: "patient also mentioned the hospital smashed their femoral nerve and hips and all their nerves and groin. The hospital used a 'femostop' machine which the patient bought, and the box said it may cause nerve damage so for 11 hours their groin was smashed with the machine to try to stop the bleeding from one of the catheters pumping blood into their leg glue into a great big aneurism in my hip. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The device was used for eleven hours. As per femostop instructions for use (IFU) warning: do not leave the system on the patient for inappropriately long compressions, as tissue damage may be produced. A brief interruption at least every three hours of pressure is recommended during long compression periods; warning: do not leave the system on the patient for inappropriately long compressions, as tissue damage may be produced. A brief interruption at least every three hours of pressure is recommended during long compression periods (replace compression using the femostop¿ femoral compression system with manual compression during this break to limit new flow into the pseudoaneurysm). Inappropriately long compression and/or immobilization may increase the risk for thrombosis or embolization which could lead to patient injury or death. In this case, the IFU deviation appears to have contributed to the reported difficulties. The patient effects of tissue injury, nerve damage and hemorrhage are listed in the IFU as potential adverse events associated with the use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date estimated d4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 2017 - failure to follow steps/instructions attachment: user facility medwatch report.